Manufacturer narrative:
Internal complaint reference (B)(4). H10: h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of the raw material found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided image found a fractured anchor attached to the shaft of the device. A visual review of the returned device found that it is not in its original packaging. The device has not been deployed, and the anchor is fractured. There is debris in the threads of the anchor. Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a rotator cuff procedure, the twinfix ultra anchor broke, instrument outside patient. Procedure finished with s&n backup device, the back-up device was used in the originally drilled bone hole. Surgical delay of less than or equal to 30 minutes was reported.